Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. It was reported that the device was functioning normally at the time of explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Corrected data: patient dob and date of death, device conclusion, event description; clarified that device was operating normally at the time of explant.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.